Event description:
During an anterior cruciate ligament repair, the tip of the arthrex screw driver broke off inside of the implantable screw. (As the screw was seated into the depths of the tunnel, the hex head of the screw driver broke.) The hex head was then noted to protrude slightly from the base of the bio- absorbable screw. An attempt was made to remove the hex head and this was unsuccessful. The small fragment of metal did appear to be well fixed in the bio-absorbable screw.